Manufacturer narrative:
(B)(4). Date of event: publication year of 2018. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
It was reported via literature entitled: a comparison of surgical devices for grade ii and iii hemorrhoidal disease. Results from the ligalongo trial comparing transanal doppler-guided hemorrhoidal artery ligation with mucopexy and circular stapled hemorrhoidopexy. Author/s: aurelien venara1,2 & juliette podevin1 & philippe godeberge3 & yann redon4 & marie-line barussaud5 & igor sielezneff6 & michel queralto7 & cecile bourbao8 & anne chiffoleau9 & paul a lehur 1,10 & on behalf of the ligalongo study group. Citation: international journal of colorectal disease (2018) 33:1479¿1483 / https://doi.org/10.1007/s00384-018-3093-8. The purpose of this ancillary study was to compare the outcome in terms of adverse events and recurrence rate, of patients included in the multicenter ligalongo rct according to the type of devices used to treat hemorrhoidal disease. From sep 2010 to jan 2013, a total of 377 patients with gardeii and gradeiii hemorrhoidal disease were divided into two procedure types: doppler-guided hemorrhoidal artery ligation (dghal procedure) (n=193, n=104 with thd, n=89 with hal-rar) or circular stapled hemorrhoidopexy (csh procedure) (n=184, n=106 with pph-03, n-78 with hem). In csh procedure, pph-03 device was used in 106 patients. Complications included intraoperative device dysfunction (n=1); reoperation (n=6); symptomatic giii recurrence (n=5) where secondary surgery was required; and recurrence (n=6). Grade I adverse events included symptomatic anal complication (n=5); fecal impaction (n=4); local infection (n=2); and incontinence or urgency impairing normal recovery (n=11). Grade ii adverse events included bleeding either exteriorized or pelvic-retroperitoneal (n=4); severe septic complications (n=1); and severe pain requiring prolonged hospital stay or rehospitalization (n=5). Grade iii adverse events included bleeding (n=4); fissure (n=1); and hemorrhoidal prolapse (n=1). Postoperative morbidity and outcome at 1 year were similar regardless of the type of device used to perform gii and giii hd surgical procedures, namely dghal and csh. These findings suggest that device type has little impact on the results when used by well-trained colorectal specialists.